Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was 105 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Difference between blood glucose and sensor glucose was 65 mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 58 mg/dl. Threshold or low suspend limit in sensor setting was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed visual inspection and found contact pad to be damaged. Unable to confirm customer received sensor in said condition due to customer returned opened or used.